Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not reverse - reverse locking mechanism was blocked, had an air leak, and a sticky trigger. It was further determined that the device failed pretest for check for air leak, check forward and reverse mode function, and check for sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a maintenance deficiency. (B)(4).

Event description:
It was reported from (B)(6) that the compact air drive device reverse button was locked. It was further reported that there was no damage. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.